Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist patient that presented with an early valve failure approximately 3 years and 5 months post tavr with a 26mm sapien 3 valve. The patient is now showing heart failure symptoms with high gradients. As of now, they plan to do a tavr-in-tavr procedure, but nothing has been scheduled yet. Per medical record review, the valve was well seated with moderate ai. Per the progress noted "the patient is being followed for aortic valve stenosis". A tte showed an av mean gradient of 55mmhg and ava vti 0.5 cm2.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for post implant stenosis and regurgitation were confirmed based on the medical report. A review of the DHR and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU revealed no deficiencies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, ''patient that presented with an early valve failure approximately 3 years and 5 months post tavr with a 26mm sapien 3 valve. The patient is now showing heart failure symptoms with high gradients.'' Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per the medical record review, the patient had a ava vti of 0.5 cm2. In this case, the patient had a medical history of hyperlipidemia and diabetes, which are well-known factors for developing bioprosthetic valve calcification/leaflet thickening, leading to stenosis. As such, available information suggests that patient factors (hyperlipidemia, diabetes) may have contributed to the stenosis. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the patient had stenosis, which could prevent the leaflets from proper coaptation, resulting in regurgitation. Available information suggests that patient factors (stenosis) may have contributed to the regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.